Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positives results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: the curves on reader a are bad: "curve is too noisy on color 585/630." The results did not affect any treatment and were not communicated to the doctor.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unusual plot/curves" error. Customer reported that they have an unusual curve for their results. Field service was dispatched. Field service renormalized a side reader but the issue still persist. Field service replaced side a reader and performed cal-rack. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positives results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: the curves on reader a are bad: "curve is too noisy on color 585/630". The results did not affect any treatment and were not communicated to the doctor.